Manufacturer narrative:
Concomitant medical products: a3dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited polarity switch, abnormal impedances and low impedance in bipolar. The ra lead remains in use. No patient complications have been reported as a result of this event.